Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon was determined to be out of place during use, attempted to reposition using fluoroscopy. While repositioning, noted that the distal tip of the balloon had bent back. The balloon was replaced without issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.